Manufacturer narrative:
Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Analysis of the returned device found that the subject guidewire was kinked at 175cm from the proximal end and the guidewire was broken/fractured at 191cm from the proximal end. Functional test was not required as the defect was visually confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the synchro tip got detached in the artery while taking out the microcatheter and wire after the procedure. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, a trevo pro 18 microcatheter was used with the subject guidewire, and the patient's anatomy was moderately tortuous. It was also noted that the guidewire tip fractured in the mca (m2 segment) to ica, there was no friction/resistance encountered during the procedure, the guidewire was torqued 2-3 times without excessive force, and the broken tip section was able to be safely removed from the patient's body. During analysis, the returned guidewire was found to be kinked at 175cm from the proximal end and was broken/fractured at 191cm from the proximal end. The fractured distal portion of the wire was not returned. Both the inner core wire and outer micromachined tubing showed evidence of damage/trauma at the fracture site. The outer micromachined nitinol section was noted to be sharply fractured. Sem images of the fracture site were taken and the core wire surface showed evidence of torsional failure. There was no evidence of embrittlement. A slight bend was noted on the wire which indicates the fracture potentially resulted from a combination of bending and torsional strain. The nitinol hypotube surface showed low cycle fatigue propagating from left to right and then transitioning into a single cycle (ductile) overload fracture. There were stair steps/beach marks present which are usually indicative of multiple cycles to failure. This kind of fatigue loading could come from putting the part in an extreme bend and the forcing it to torque - the crack could propagate each time the wire spins in the bend. No large inclusions or other material defects were observed that could have weakened the structure. There was no evidence of manufacturing issues such as bad micromachine cuts or pre-existing mechanical damage. An assignable cause of procedural factors will be assigned to the as reported as analyzed 'guidewire distal tip broken/fractured during use' as well as the 'guidewire kinked/bent' as the issue is associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the subject guidewire¿s tip was detached in the middle cerebral artery (mca -m2 segment) to ica (internal carotid artery) while being withdrawn along with the microcatheter after the procedure. The subject guidewire¿s tip was safely removed from the patient's body. Surgical delay of 4 hours and 45 minutes was reported due to the event without any clinical consequences to the patient.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that the subject guidewire¿s tip was detached in the middle cerebral artery (mca -m2 segment) to ica (internal carotid artery) while being withdrawn along with the microcatheter after the procedure. The subject guidewire¿s tip was safely removed from the patient's body. Surgical delay of 4 hours and 45 minutes was reported due to the event without any clinical consequences to the patient.